Event description:
It was reported that the device experienced a partial power on reset. The device was restored to the programmed parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk file (B)(4), partial reset counter=1, fw reason hex=7018, wd reason hex=60, reset wd reason = dclk edges, clkstop status, reset fw reason=parameter change takes more than 5 seconds, on (B)(6) 2012.